Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use and testing of the bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper pulled out of tube within a holder of "0.7 lbs". CAPA# (B)(4) was opened in response to this event. This occurred on 2 occasions during use. The following information was provided by the initial reporter: this email is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® sst ll plastic tube catalog # 368967 made in (B)(4). As part of CAPA (B)(4), we sourced bd vacutainer® sst ll plastic tube 3.5 ml (368967) which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® sst ll plastic tube 3.5 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test intervals. The nominal and maximum dose test samples for the 3.5 ml were from lot #8036957.

Manufacturer narrative:
H.6. Investigation summary. Bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use and testing of the bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper pulled out of tube within a holder of "0.7 lbs". CAPA# 50472 was opened in response to this event. This occurred on 2 occasions during use. The following information was provided by the initial reporter: this email is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® sst ll plastic tube catalog # 368967 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® sst ll plastic tube 3.5 ml (368967) which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® sst ll plastic tube 3.5 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for below listed test intervals. The nominal and maximum dose test samples for the 3.5 ml were from lot # 8036957.